Manufacturer narrative:
The instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received.

Event description:
It was reported that during a da vinci surgical procedure, the small grasping retractor instrument did not work as intended. Reportedly, the cables at the wrist of the instrument were broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands were sticking out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found.